Event description:
Pt spontaneously called to report that ms3 programming reset despite the device having batteries kept in. Pump 'ed rot' display usually options to start delivery and was asking 'for ecce.' Sn: (B)(4). Pt switched to back-up pump which was functioning fine. Pump will be replaced. Did not happen while infusion was ongoing. No injury to pt. Pump returned. Replacement provided. Reported to (B)(6) by patient/caregiver. Dose or amount: 195ng/kg/min; frequency: continuous; route: sq. Dates of use: (B)(6) 2018 to current.